Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Baxter received and evaluated the device in question. A system error 322 was confirmed through review of the device history log. However, it could not be reproduced during the eval and was found in spec. The device was tested for 24+ hours and no malfunction could be identified. The upper auxiliary assembly and lower auxiliary assembly were replaced.